Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd896399 and gd896415 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and was hospitalized the same day. The peritonitis was manifested by nausea. On an unknown date the patient was treated with unspecified intraperitoneal (ip) antibiotics. The cause of the peritonitis was due to the patient removing the minicap and not replacing it. On an unknown date the patient was retrained on aseptic technique. The patient was discharged 7 days after admission. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.